Event description:
It was reported that the customer's insulin pump had problems with the function of the act button. The customer's blood glucose value was unknown. No further information was provided.

Manufacturer narrative:
Insulin pump received no button response due to lcd unlock keypad connector. Insulin pump was received with minor scratched display window, cracked case at display window corner and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.